Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that the customer went emergency room and then hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with fluids and insulin drip. It was reported that they did not allege insulin pump was under delivering. It was reported that auto mode feature was not used at time of high blood glucose event. It was reported that they performed high pressure test and test was passed. The insulin pump will not be returned for analysis.